Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found curved rubber adhesive part is missing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, flex deflectable videoscope curved rubber adhesive part was missing. There were no reports of patient involvement.